Event description:
Additional information: per return analysis, an additional prostyle device was received along with the reported complaint device. There was blood in and on the device. The sheath was observed to be kinked. Follow up with the account confirmed that this device was used in the same procedure and also kinked during insertion. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported kink was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.na

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 9f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the prostyle device kinked during insertion. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.